Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the drawer got stuck multiple times. A field service engineer attempted to replicate the issue with the customer, but no drawer failure was observed. Multiple attempts to reproduce the problem were unsuccessful. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer failure and got stuck multiple times. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer failure and got stuck multiple times. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.